Manufacturer narrative:
This report is submitted on december 06, 2021.

Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently was treated with oral and IV antibiotics (specific date and duration not reported) however, the issue did not resolve. The device was explanted on (B)(6) 2021 and there are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on january 13, 2022.